Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber was found to be damaged upon unpacking. The physician connected the fiber for use, but the fiber did not work. Analysis of the returned fiber showed that the fiber was connected to the console and it was found that the metal cap of the fiber was detached. The procedure was completed with another fiber. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber showed that the metal cap was detached, and the tip glass broken. The fiber was functionally tested with the hene (helium-neon) laser fixture, no signs of breakage along the length of the fiber. The data from the fiber card indicated that the fiber was recognized and use. The evidence supports that the fiber was broken sometime during or following use. Based on these test results, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.